Event description:
Hair, possibly eyelash or eyebrow, was discovered in the blue basin in the pack during setup. Contaminated pack was removed and discarded. New pack obtained to reset sterile field. No patient exposure to contaminant.